Manufacturer narrative:
By checking the sterilization charts of the involved lot#s no pre - existing anomaly was found. We will submit a final report once the investigation will be concluded.

Event description:
First stage of a second revision surgery occurred on (B)(6) 2019 due to infection. All the following implants were removed: delta tt acetabular cup code #5552.15.560, lot #1702220, ster. 1700133; delta liner code #5885.42.262 lot #1880796, ster. 1800219; femoral head and stem by another manufacturer. Clinical history of the patient is summarized as following: primary surgery performed on (B)(6) 2017: a lima competitor's ceramic femoral head was implanted together with a lima delta tt acetabular cup dia. 56mm and a lima delta neutral liner dia. 40mm #large. 1st revision due to infection occurred on (B)(6) 2019. During revision, only the lima biolox delta liner dia. 40mm #large (not marked in USA) and the biolox femoral head (not manufactured by limacorporate) have been explanted, whereas the acetabular cup was left in situ. The joint was then washed out and new lima liner of the same size was implanted. Second revision occurred on (B)(6) 2019. By the analysis, bacteria klebsiella was found. Event occurred in (B)(6).